Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date a month ago and topical skin adhesive was used on superficial skin layer, over the entire length of the incision along knee. About a week after the procedure, the patient developed a reaction including severe rash, redness and blistering extending beyond the area the topical skin adhesive was applied. It was also reported that the topical skin adhesive was removed from the skin and it is unknown if any additional closure was applied to the site after removal. The patient did not go back to the surgeon for any prescriptions or medications, so it is not known if any medication was used to treat the reaction. The symptoms have improved since removal and the skin now appears scaly and improving. The patient is currently doing well. Additional information has been requested.